Manufacturer narrative:
(B)(4). Batch # m5653j. Device analysis: the analysis results found that the sr75 reload was received with no apparent damage. The cartridge reloads had the swing tab in the locked position, and fully fired. No functional test was performed. The event described could not be confirmed as the reload was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure,the "cartridge was malformed (shaping zig-zag)." There was no patient consequence. No additional information was available.